Event description:
Customer hospitalized due to low blood glucose. Customer reported md does not know cause of low blood glucose. Checked bolus and prime history prior to episode leading to hospitalization. Customer stated amounts are correct. Customer performed self test and pump passed.